Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. Since it is unknown which device is directly implicated in this complaint, (B)(4) / sn# (B)(4) / UDI-(B)(4) will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular zone 9- infrarenal procedure for an aorto iliac aneurysm utilizing gore® dryseal flex introducer sheath. Reportedly, on the iliac branch device on patient¿s left side, this device was in the on the wire, with control of iliac branch device itself and physician was able to upsheath from the 16fr sheath and put in a 20fr sheath and use a balloon into the 20fr sheath to inflate to ring. The tip of the 16fr sheath broke inside of the patient and was removed by the physician. They do not know which dsf 16fr sheath (sn# (B)(4) or sn# (B)(4)) it was reportedly, there was no harm or injury to the patient, and nothing was left inside the patient. The patient tolerated the procedure. The physician admitted that there was difficult patient anatomy, angulation and lots of pushing and bending on the sheath with multiple wires. Histology kit will be sent back for the broken sheath. Images are available.

Manufacturer narrative:
Added product evaluation summary: the device evaluation found that the leading tip of the sheath was broken. The root cause of the sheath damage could not be determined with the available information. Since it is unknown which device is directly implicated in this complaint, dsf1633 / sn# (B)(6) / UDI-di (B)(4) will be included on this report.